Event description:
A nurse called lfs on behalf of pt alleging that one touch ultra meter would only display three dashes (--). The pt took the meter to the hospital since they were unable to go through the set-up mode. The pt did not allege harm, experienced an injury, or medical intervention. The customer service representative walked the nurse through the meter options and the meter would only prompt the three dashes. Based on the information supplied by nurse, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.